Manufacturer narrative:
H3/h6: a software investigation was initiated for this event. Software logs were returned and reviewed. There was no failure identified during this analysis. This issue is consistent with an ongoing software feature request, and references to this event have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: software: (B)(4), software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement. It was reported that when the patient loaded, the 3d model was flipped and they were unable to complete a successful registration. They tried three point and tracer registration collecting unique points and they were unable to get a registration to pass. When they tried three point, the first point was not on the correct portion of the model so they would move the initial point and tried placing the first dot in different orientations and were unsuccessful. The surgeon decided to continue without navigation. Technical services recommended that they could try touch registration in the future or keeping the initial three point dot in the position where it was first placed. There was a procedure delay of less than one hour and no impact to the patient.